Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings (B)(4) *was the complaint confirmed? Yes the complaint unit, serial # (B)(6), was manufactured in september of 2017 and shipped in march of 2018. Per repair authorization: does no freeze. Repair order (B)(4) notes: cust states: does not freeze. Found: low flow. Replaced filter. Tested to sop-mfg-51505 specs. A review of the 2 year complaint history for the n20 retinal prb curved, item #125, shows similar reported complaint conditions. DHR-125-232906 was reviewed and no non-conformities, related to the complaint condition, were noted. The complaint was confirmed after evaluation. The filter, p/n 20446, was found to be clogged directly impacting proper flow. The clogged filter would reduce the flow of n2o; reducing or eliminating the freeze affect. Most likely, this occurred with use over time. Therefore, while no definitive root cause could be reliably determined, this issue may be attributed to wear and tear. These devices are 100% inspected prior to release. Coopersurgical will continue to monitor this complaint condition for trends. *correction and/or corrective action the complaint unit was repaired (filter replaced) and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement program (cip). No further corrective actions are necessary. This is not an assembly issue. No further training is required at this time. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition. *preventative action activity the complaint was reviewed. Coopersurgical will continue to monitor this complaint condition for trends. Monitor and trend to cip.

Event description:
Customer stated "does not defrost". Reference repair order: 91833 ref (B)(4)

Manufacturer narrative:
The reported condition is being investigated by coopersurgical, inc. A follow up report with investigation findings will be filed once available. (B)(4).

Event description:
Customer stated "does not defrost". Reference repair order: 91833. (B)(4).